Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the ventricular assist device (vad) team expressed concern that using the skin coring punch could potentially be creating a larger area than needed around the driveline, and could potentially be contributing to prolonged exit site healing. The vad team moving forward would no longer use the skin coring punch and would use a scalpel in its place.

Manufacturer narrative:
Section a3: patient gender was not provided. Sections d4, h4: skin coring punch manufacture date and expiration date could not be provided. Manufacturer's investigation conclusion: the account¿s concern of the heartmate 3 skin coring punch creating a larger area than needed around the driveline and potentially prolonging exit site healing could not be conclusively determined through the evaluation of the provided image. No alarms, clinical symptoms, or ventricular assist device (vad)-related functional issues were reported in association with the event. The patient remains ongoing on ventricular assist device support. No product was returned for evaluation. Per hospital policy, no further information regarding the event will be provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. Heartmate left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available and contains the following information: the IFU lists the skin coring punch (6 mm) as an optional component for device implantation in section 1, ¿introduction,¿ under ¿required, backup, and optional components and equipment¿. Section 5, entitled ¿surgical procedures¿, provides information on creating the driveline exit site. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.